Manufacturer narrative:
Vyaire file identification no. (B)(4). Any additional information received from the customer will be included in a follow-up report. Customer sent logs to technical support. Logs shows that high temperature alarms were active then the blower stops working. Technical support requested customer to perform software update and blower test. Blower test result does not reveal if the blower caused the issue. Technical support asked customer if he has a working blower unit available to check if a new blower will solve the issue.

Event description:
The customer reported "inspiration valve or device leaky" alarm was active on their bellavista 1000 unit. Patient involvement is unknown at this time.

Manufacturer narrative:
Results of investigation: results of investigation: technical support analyzed the log files received. It was visible that the blower temperature alarms were triggered multiple times. After further evaluation, the root cause was traced to user fault. The blower overheated due to lack of maintenance (filter exchange). Additionally, the end user disregarded the blower temperature alarms on numerous occasions which eventually caused damage to the blower unit.